Event description:
A physician was attempting to use a turbohawk plus atherectomy device for the treatment of a 150mm plaque/soft tissue lesion in the superficial femoral artery, popliteal artery and tibial/popliteal trunk. The percentage of stenosis was 80%, the artery diameter was 5mm with moderate tortuosity and calcification. The patient had multiple 80% stenotic lesions. The device was inspected with no issues notes and prepped as per the IFU with no issues identified. It was reported during the procedure after prepping the device, the device was used with a 0.014 /300 nitrex and a 6f non-medtronic sheath. After a few passes the thumb switch became stuck/ would notclose. The thumbswitch was able to be turned off in the mid position while treating the patient. The position of the cutter during removal is unknown. The device was safely removed without any events. Another turbohawk was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
Product analysis the device was returned without the cutter driver, a cutter driver from the lab was attached and it was found that the thumbswitch was fully retracted in the ¿on¿ position, the cutter was positioned in the cutter window along with biologics,and there was biologics in the housing when the thumbswitch was advanced the cutter advanced approximately 26mm into the housing and packed the biologics without issue, medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.